Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device stopped working following an attempted software update and remained nonfunctional despite standard troubleshooting, after which a replacement was issued while the original unit remained unreturned, and the specific device component involved could not be determined due to insufficient information. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to characterize a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established.